Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed only by the event history log but it was not duplicated or confirmed through testing. There was normal wear to the device housing, which was replaced.

Event description:
It was reported that device had displayed acu watchdog error and alarming. There was no patient involvement or harm.